Event description:
It was reported that a user experienced difficulty operating the ilet system as intended, including frequent late or fictitious meal announcements to correct hyperglycemia, use of a non-recommended control target, and daily supply changes, with guidance provided on proper meal spacing, ketone testing, and adhesive use. Symptoms included hyperglycemia and gastrointestinal upset with vomiting, with concern for possible diabetic ketoacidosis; the user was advised to follow ketone action protocols and obtain ketone test strips. Outcomes included no hospitalization and continued device use with education on appropriate settings and behaviors. Investigation included review of reported use patterns, therapy metrics, and troubleshooting with education on algorithm function and meal adaptation. Investigation of this case revealed user technique and use-pattern issues that hindered algorithm performance, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and inadequate adherence to operating instructions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.